Event description:
According to the reporter: occurred during a laparoscopic total hysterectomy. While sewing the vaginal cuff, the suturing device worked well on the first four stitches but then would not hold the needle. The needle disengaged into the patient cavity. To complete the procedure, the doctor retrieved the needle and continued to sew. The doctor was able to retrieve the needle without the use of an x-ray. No patient injury reported. Patient status is alive, no injury.